Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime test. Unable to confirm motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. Customer's parent also mentioned that the insulin pump act button was unresponsive. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.